Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device and a cuff proximal extension on (B)(6) 2008. The patient was continually monitored and follow up computed tomography (CT) scans showed aneurysm sac growth with no signs of an endoleak. The patient had an ultrasound and a potential type 3b endoleak was identified with continued aneurysm growth. On (B)(6) 2016, the physician elected to implant a non-endologix stent to seal the endoleak. During the procedure an angiogram was done which confirmed a hole in the graft. The patient is stable.